Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 166 and 220mg/dl. The customer's expected fasting blood glucose test result range is 80 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is calling because he feels that the results he is getting from his meter is reading too high. The customer stated that he is not experiencing any symptoms regarding his diabetes and does not need to seek any medical attention. The customer is testing once or twice a day (fasting) and taking medication to control his diabetes (pill form). The customer stated that he has not made any changes in his diet, exercise regimen, and/or medication. The customer stated that the date and time has not been setup after the battery was replaced (wrong date/time).